Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported that nine years following an intraocular lens(iol) implant procedure, he was informed during an eye exam that he has some lens glistening. Additional information was requested. There are two medical device reports for this patient. This report is for the left eye.